Manufacturer narrative:
The device has not been returned to the MFR at this time for eval. A lot history review (lhr) review is not possible, as no mfg lot number has been provided by the complainant.

Event description:
It was reported during a treatment with chemioterapic they noted a possible extravasation. They gave to the pt an antidote. The catheter was removed and they found a lesion of the catheter at 10 cm near the intravascular site.